Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 846842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic bronchitis, vaginal bleeding, lower abdominal pain, urination difficulty, menometrorrhagia, uterine dilation and curettage and follicular cyst of ovary. Concurrent conditions included uterine bleeding, anxiety, depression, degenerative disc disease, gastroesophageal reflux disease, spondylolisthesis, seasonal allergy, latex allergy, endometritis, dysplasia and anogenital warts. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin (neurontin), medroxyprogesterone (depo provera), metaxalone (skelaxin), naproxen and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced allergy to metals ("nickel allergy") with pain of skin and hypersensitivity ("allergic or hypersensitivity reaction/ skin sensitivity"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial)/ follicular cysts removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the allergy to metals, hypersensitivity, headache, abdominal pain lower and back pain had not resolved, the migraine, urinary tract infection and vulvovaginal mycotic infection was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: rt 3 coils were exposed, there were 4 coils exposed in left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion endometrial biopsy: the specimen consists of cylindrically-shaped biopsies of hemorrhagic light gray soft tissue and blood measuring 3.0 x 2.0 x 0.5 cm in aggregate. The specimen is wrapped and submitted in a single cassette. (B)(6) 2016, transabdominal and transvaginal ultrasound of the pelvis: heterogeneous endometrium. The endometrium measures at top normal. Differential considerations include hyperplasia, endometrial polyp or submucosal fibroid. Normal ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain, vaginal bleeding, low abdominal pain. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Event: abdominal pain, urinary tract infection, yeast infection, abnormal bleeding were newly added outcomes were changed. Incident~ at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 846842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic bronchitis, vaginal bleeding, lower abdominal pain, urination difficulty, menometrorrhagia, uterine dilation and curettage and follicular cyst of ovary. Concurrent conditions included uterine bleeding, anxiety, depression, degenerative disc disease, gastroesophageal reflux disease, spondylolisthesis, seasonal allergy, latex allergy, endometritis, dysplasia and anogenital warts. Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin (neurontin), medroxyprogesterone (depo provera), metaxalone (skelaxin), naproxen and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) , the patient experienced allergy to metals ("nickel allergy") with pain of skin and dermatitis allergic ("allergic or hypersensitivity reaction/ skin sensitivity"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"). In (B)(6) , the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial)/ follicular cysts removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the allergy to metals, dermatitis allergic, headache, abdominal pain lower and back pain had not resolved, the migraine, urinary tract infection and vulvovaginal mycotic infection was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dermatitis allergic, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: rt 3 coils were exposed, there were 4 coils exposed in left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Endometrial biopsy: the specimen consists of cylindrically-shaped biopsies of hemorrhagic light gray soft tissue and blood measuring 3.0 x 2.0 x 0.5 cm in aggregate. The specimen is wrapped and submitted in a single cassette. (B)(6) 2016, transabdominal and transvaginal ultrasound of the pelvis: heterogeneous endometrium. The endometrium measures at top normal. Differential considerations include hyperplasia, endometrial polyp or submucosal fibroid. Normal ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain, vaginal bleeding, low abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anxiety, depression, back pain, degenerative disc disease, gastroesophageal reflux disease, spondylolisthesis, seasonal allergy, latex allergy and endometritis. Concomitant products included medroxyprogesterone (depo provera). In may 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection (other),"), migraine ("migraines "), headache (" headaches"), abdominal pain lower ("cramping") and back pain ("pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, migraine, headache, abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, headache, hypersensitivity, infection, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: rt 3 coils were exposed, there were 4 coils exposed in left . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Ultrasound scan vagina - in august 2011: total bilateral occlusion endometrial biopsy: the specimen consists of cylindrically-shaped biopsies of hemorrhagic light gray soft tissue and blood measuring 3.0 x 2.0 x 0.5 cm in aggregate. The specimen is wrapped and submitted in a single cassette. (B)(6) 2016, transabdominal and transvaginal ultrasound of the pelvis: heterogeneous endometrium. The endometrium measures at top normal. Differential considerations include hyperplasia, endometrial polyp or submucosal fibroid. Normal ovaries. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (other), migraines / headaches, nickel allergy, pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.